Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was having difficulty charging over the past 1-2 months. The caller stated the patient had one charging session that went from 10-100 in 2.6 hours with good coupling. The caller indicated that she originally thought that the coupling was excellent and that was why she called. The caller stated the patient gained some weight which may be contributing to the difficulty with charging. Tss reviewed charging considerations. The caller to review information with the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that the rep reviewed recharging with the patient and confirmed the patient was able to maintain excellent coupling. No known further complications were reported.